Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia and requested assistance with a cartridge change; the agent provided education to replace all supplies together, guided the user through rewinding, inserting a new cartridge prior to connecting, disconnecting from the anchor site, filling tubing, reconnecting, and filling the cannula, after which insulin delivery was resumed. Symptoms included elevated blood glucose at 300 mg/dl following consumption of sweets and depletion of insulin. Outcomes included restoration of insulin therapy without alerts, alarms, or hospitalization. Investigation included customer service troubleshooting and user education on proper cartridge and infusion set replacement and system priming steps. Investigation of this case revealed no device alarms or functional anomalies, with user-reported factors of running out of insulin and recent intake of sweets temporally associated with the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.